Event description:
It was reported that pump showed a minimum fill notification when caller attempted to reload cartridge that still had about 80 units of insulin, and issue persisted even after reloading same cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned pneumatic tap area as instructed, then followed guidance to fill and load new cartridge, but issue was not resolved, so customer switched to multiple daily injections for insulin therapy and case was escalated to support management.